Event description:
The distributor contacted animas on (B)(6) 2014 alleging issues with short battery life with several different batteries used. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/03/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evidence of a short battery life was observed on (B)(4) 2014 with a sudden voltage drop from 1.40vp to 1.18vp leading to a call service alarm. There was no short battery life duplicated during the investigation. All current draws were within specifications. An intermittent condition was found to the continuous glucose monitoring circuit due a cold solder connection at a pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.